Event description:
Related manufacturer reference number: 2017865-2023-47584. It was reported that the patient presented to the emergency department with complaints of diaphragmatic stimulation. Upon interrogation and testing of both the right atrial (ra) and the right ventricular (rv) leads, no capture or sensing was detected. An x-ray was performed showing both leads appearing to have dislodged. The ra and rv leads were explanted and replaced. There were no adverse health consequences, the patient was stable.